Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of abnormalities on the braided stylet was confirmed but the cause is unknown. Two photographs of the implicated braided stylets were returned for evaluation. Two stylets were laid out on a flat surface. The stylet on the left had been completely removed from the t-lock assembly. This wire was slightly wavey and contained a kink approximately a third of the way from the distal tip of the stylet. The stylet on the right appeared unremarkable to gross visual observation; no kinks or bends were noted in the wire. The distal tips of both wires appeared intact; no unraveling of the braided wires was noted. The second photograph was a close-up photograph of one of the wires. The wire appeared rough with approximately nine abnormalities where it appeared that material protruded off the side of the wire. It is unknown if both wires contained these features. It could not be determined from the photograph if the abnormalities were due to a foreign material on the wire, flaking of the hydrophilic coating, damage to the wire, or another unknown cause. Microscopic examination, tactile evaluation, dimensional analysis, and function testing could not be conducted without the physical samples. There were no distinguishing features which could aid in identification of a specific root cause.

Event description:
It was reported by the customer ¿after successfully placing the bard single-lumen, 4 fr, power midline catheter, without incident or difficulty, the experienced inserter inspected the internal stiffening stylet from the t-lock assembly. After removal from the insitu catheter, to find the stylet to have multiple micro razed areas on it every approximate 3-4 mms down the course of it, feeling rough to tough when running sterile gloved fingers along the length of the stylet. Tip of stylet visually appeared intact and no visible debris noted but concerned of fraying or unraveling of the braided stylet. It was decided to remove internal stiffening stylet completely prior to device placement. There was no patient harm reported. A second event was reported involving the internal stiffening stylet, but this time prior to insertion, as the inserter left the stylet out of the device at that time, flushed the catheter and was able to easily insert through peel away sheath without any issues. It was reported this occurred with two devices. This report addresses the first device that was used on a patient.

Event description:
It was reported by the customer ¿after successfully placing the bard single-lumen, 4 fr, power midline catheter, without incident or difficulty, the experienced inserter inspected the internal stiffening stylet from the t-lock assembly. After removal from the insitu catheter, to find the stylet to have multiple micro razed areas on it every approximate 3-4 mms down the course of it, feeling rough to tough when running sterile gloved fingers along the length of the stylet. Tip of stylet visually appeared intact and no visible debris noted but concerned of fraying or unraveling of the braided stylet. It was decided to remove internal stiffening stylet completely prior to device placement. There was no patient harm reported. A second event was reported involving the internal stiffening stylet, but this time prior to insertion, as the inserter left the stylet out of the device at that time, flushed the catheter and was able to easily insert through peel away sheath without any issues. It was reported this occurred with two devices. This report addresses the first device that was used on a patient.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of stylet coating material bunching along the device is confirmed and was determined to be related to manufacturing. Six unopened 4 fr s/l power midline kits and seven stylets were returned for evaluation. All the returned stylets were from the same lot, rejp0623. An initial visual observation of one of the seven returned, opened stylets with its matching photo sample revealed use residues throughout the stylet along the returned device and the photo sample. It was observed that white stylet coating material was observed along the device. A tactile evaluation of the stylet revealed an uneven surface along the device where it was observed that coating material bunched. Significant delamination of the stylet coating was observed. The complaint of an unknown substance found along the stylet is confirmed and was determined to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, after successfully placing the bard single lumen, 4 fr, power midline catheter, without incident or difficulty, the experienced inserter inspected the internal stiffening stylet from the t-lock assembly, after removal from the insitu catheter, to find the stylet to have multiple micro razed areas on it every approximate 3-4 mms down the course of it, feeling ruff to touch when running sterile gloved fingers along the length of the stylet. Tip of stylet visually appeared intact and no visible debris noted. This did not cause any direct patient harm. This report addresses one device.